Event description:
According to the pt, this endograft was explanted secondary to infection. Following the explant procedure the pt underwent bypass. The pt believes the graft was discarded. Attempts were made to confirm this allegation however no add'l info was able to be obtained.